Event description:
The previous atherectomy was performed one month prior to this event. Now, the patient presented with a reocclusion of the left superficial femoral artery (sfa) popliteal and anterior tibial artery. Patient went for a follow up appointment due to leg pain for two days. Patient presented to the emergency department after an evaluation at clinic with vascular ultrasound showing reocclusion of the left common femoral artery (cfa) and a possible foreign body in the right sfa extending from the mid sfa to the proximal popliteal artery. Patient underwent repeat lower extremity angiogram the next day, then patient underwent thrombectomy of the left sfa angioplasty and tibial arteries and successful retrieval of the foreign body. The preliminary report from interventional radiology indicated that the retained foreign object (rfo) was not a regular catheter they use for angiogram; it appeared to match with the outer covering of one of the balloons used during the first angiogram. It is not radiopaque, so it was not noticed on flouroscopy. The plastic cover is transparent and radiolucent, so by design that makes it a little difficult to visualize. Also, usually the lights are dimmed during an angiogram so that makes it trickier. No adverse outcome for patient.